Manufacturer narrative:
Additional information was received 12/3/2015: the lot number of the galaxy 640cf0615 that moved outside the aneurysm was (B)(4). It was reported that there were no device performance issues. The lot number of galaxy coils that were implanted into the aneurysm after the coil that moved outside the aneurysm is currently being investigated. Additional information will be submitted within 30 days of receipt. This is 1 of 4 MDR reports being submitted for this complaint, with associated report numbers of 3008264254-2015-00072, 3008264254-2015-00073, 3008264254-2015-00074 and 3008264254-2015-00075.

Manufacturer narrative:
Multiple attempts to obtain the lot number were unsuccessful; therefore, the UDI, manufacturing date and expiration dates are unknown. As reported by a healthcare professional, during coil embolization of two ruptured middle cerebral artery aneurysms, a loop of two orbit galaxy 6mm coils (640cf0615/17099420) moved outside the aneurysm during treatment of each aneurysm, and both aneurysms re-ruptured the following day. During treatment of the left middle cerebral artery aneurysm, the physician inserted a 4fr sheath introducer into right brachial, and then delivered a 4frcx catheter (sy3) to right common carotid artery. Next, the physician inserted an envoy 6 fr into the sy3 and delivered to right internal carotid artery. Then, he inserted an sl10 microcatheter and approached the right middle cerebral artery by a chikai guidewire. The coiling started with a tip of the sl10 placed innermost of aneurysm. During inserting an orbit galaxy 6mm (640cf0615/17099420) as 1st coil, it was found that a loop of the coil moved outside of the aneurysm. At once, the physician checked the x-ray on suspicion of aneurysm rupture; however no rupture was found. Therefore, he added an orbit galaxy 5mm as 2nd coil, without issue, and then 6 axium coils. After that, the procedure was completed. During treatment of the second left middle cerebral artery aneurysm, after inserting a 4fr sheath introducer into right inguinal region, physician inserted an envoy 6f guide catheter and a cx catheter 4frjb2 and approached the left internal carotid artery. Then he inserted a balloon catheter (scepterxc4 x11) and approached by a transsent ex guidewire. Next after an sl10 str was shaped by steam, it approached the left middle carotid artery by a chikai 14 guidewire. During inserting a, orbit galaxy 6mm (640cf0615/17099420) as 1st coil, it was found that a loop of the coil moved outside of the aneurysm. At once, the physician checked the x-ray on suspicion of a rupture; however no rupture was found. Therefore, he added an orbit galaxy 5mm as 2nd coil, without issue, and then 6 axium coils. After that, the procedure was completed; however, the next day, the aneurysms were re-ruptured. The compliant products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint products remain in the patient, and thus will not be available for analysis. The lot number could not be obtained; therefore, a review of manufacturing documentation could not be performed. The complaint of coil positioning difficulty could not be confirmed without product return or review of films. Stroke and coil migration into normal vessels are known complications of coil embolization procedures, and is identified as such in the instructions for use (IFU). Based on the information provided, it is not possible to determine the root cause of the positioning difficulty or aneurysm rupture. The patient was at risk for aneurysm rupture since the aneurysms had previously ruptured. There was no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 4 MDR reports being submitted for this complaint, with associated report numbers of 3008264254-2015-00072, 3008264254-2015-00073, 3008264254-2015-00074 and 3008264254-2015-00075.

Manufacturer narrative:
Concomitant medical products: concomitant devices used during treatment of the mca aneurysm included an envoy 6 fr 90 cm guide catheter, sl10 microcatheter, chikai guidewire, orbit galaxy 6mm (640cf0615/lot unk), orbit galaxy 5mm (lot/catalog unk), and 6 axium coils. UDI: unknown part number. UDI unavailable since the lot number was unknown, the manufacture and expiration dates of the device are unknown. Additional information will be submitted within 30 days of receipt. This is 1 of 4 MDR reports being submitted for this complaint, with associated report numbers of 3008264254-2015-00072, 3008264254-2015-00073, 3008264254-2015-00074 and 3008264254-2015-00075.

Event description:
As reported by a healthcare professional, during coil embolization of two ruptured middle cerebral artery aneurysms, a loop of two orbit galaxy 6mm coils (640cf0615/lot # unknown) moved outside the aneurysm during treatment of each aneurysm, and both aneurysms re-ruptured the following day. During the treatment of the left middle cerebral artery aneurysm, the physician inserted a 4fr sheath introducer into right brachial, and then delivered a 4frcx catheter (sy3) to right common carotid artery. Next, the physician inserted an envoy 6 fr into the sy3 and delivered to right internal carotid artery. Then, he inserted an sl10 microcatheter and approached the right middle cerebral artery by a chikai guidewire. The coiling started with a tip of the sl10 placed innermost of aneurysm. During inserting an orbit galaxy 6mm (640cf0615/lot # unknown) as 1st coil, it was found that a loop of the coil moved outside of the aneurysm. At once, the physician checked the x-ray on suspicion of aneurysm rupture; however no rupture was found. Therefore, he added an orbit galaxy 5mm as 2nd coil, and then 6 axium coils. After that, the procedure was completed. During treatment of the second left middle cerebral artery aneurysm, after inserting a 4fr sheath introducer into right inguinal region, physician inserted an envoy 6f guide catheter and a cx catheter 4frjb2 and approached the left internal carotid artery. Then he inserted a balloon catheter (scepterxc4 x11) and approached by a transsent ex guidewire. Next after an sl10 str was shaped by steam, it approached the left middle carotid artery by a chikai 14 guidewire. During inserting a, orbit galaxy 6mm (640cf0615/lot # unknown) as 1st coil, it was found that a loop of the coil moved outside of the aneurysm. At once, the physician checked the x-ray on suspicion of a rupture; however no rupture was found. Therefore, he added an orbit galaxy 5mm as 2nd coil, and then 6 axium coils. After that, the procedure was completed; however, the next day, the aneurysms were re-ruptured. The compliant products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint products are in the patient and thus will not be available for analysis.